Event description:
Saline implant of 600cc volume implanted on 7/8/92. This implant recently deflated. At surgery the periprosthetic capsule was identified and opened. A pseudomembrane was found surrounding the prosthesis.